Manufacturer narrative:
An investigation is currently underway; upon completion, the results will forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer stated that the patient got peritonitis, solution was leaked from exit site. The doctor cut the part of catheter and found a gap located near the cuff. This is where water leakage was found. The product was used since 1999. Medical intervention was needed. The patient was given antibiotics. The catheter was pulled and replaced due to the peritonitis. When the doctor pulled the catheter, he noticed a leak at the adapter.